Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 50 and 200mg/dl.the difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.there are no strips available to return for evaluation.